Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for poor barrier separation with the incident lot was observed. Evaluation/testing of the customer samples was performed and poor barrier separation was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. Based on evaluation of the customer samples, the customer¿s indicated failure mode for poor barrier separation with the incident lot was observed. Further investigation activities have been conducted through a CAPA and the most likely root cause has been identified. As a result, corrective actions and procedures are being implemented to mitigate further occurrences. A CAPA was conducted to document further investigation and root cause analysis relating to this issue. The investigation has identified the most likely root causes and corrective actions are in the process of being implemented. Based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue. The investigation has identified potential root cause(s) for this issue and corrective actions are in the process of being implemented.

Event description:
It was reported that bd vacutainer plus plastic sst tube with gold bd hemogard closure exhibited poor barrier separation.

Manufacturer narrative:
H.6. Investigation: investigation summary: bd received samples from the customer facility for investigation, there were no difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. After centrifugation, proper and complete gel barrier formation was noted in all incident (complaint) and control tubes evaluated. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. A previously investigated complaint (pic) was used, pic pas-011-pic (poor barrier separation) was appropriate for this instance. Investigation conclusion: bd acknowledges that the customer has had an issue with the attached incident lot(s). Based on evaluation of the customer samples, the customer¿s indicated failure mode for poor barrier separation with the incident lot was not observed as all samples met the required specifications. Review of the customer confirmed event descriptions, pic pas-011-pic (poor barrier separation) was appropriate. Root cause description: bd acknowledges that the customer has had an issue with the attached incident lot(s). Based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Review of the customer confirmed event descriptions, pic pas-011-pic (poor barrier separation) was appropriate. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® plus plastic sst tube with gold bd hemogard¿ closure exhibited poor barrier separation.

Event description:
It was reported that bd vacutainer® plus plastic sst tube with gold bd hemogard¿ closure exhibited poor barrier separation.

Manufacturer narrative:
Correction: the report that there is a CAPA associated with this lot was submitted in error. There is no CAPA. This investigation was concluded by referencing results from previously investigated complaints. In general, poor barrier separation complaints are not confirmed during investigation. Of the 181 complaints for poor barrier separation in fy17, only 39 were confirmed (22%). The complaints are confirmed with customer photos; however the defect has never been duplicated when samples are returned or retention samples are tested. In instances where samples were returned or retention samples were tested, the product performs as expected when tested in the bd facility under the proper processing conditions, which suggests that product performance may have been influenced by the product use environment in those instances.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® plus plastic sst tube with gold bd hemogard¿ closure exhibited poor barrier separation.